Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Loosening of the mrs cement stem of the gmrs distal femur component occurred with a (B)(6) patient who had initial surgery on (B)(6) 2019. The revision surgery is scheduled on (B)(6) 2020. The event occurred less than two years after implant.